Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she checked her blood glucose and did not hear the beeping from the liked meter. She checked the insulin pump and found the display was blank. The customer was experiencing high blood glucose of 406 mg/dl and started pressing the buttons to get it to turn on. She changed the battery and the display returned and had to reset time and date. Customer was then able to treat with the insulin pump. The customer stated the device does not have damage and was not exposed to moisture. Customer was advised a battery cap replacement would be sent.